Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, the device experienced stopper creep out or loose closure due to a broken cap. The following information was provided by the initial reporter. The customer stated: top of cap white tube looks abnormal. Actions already taken: cap is also loose and inside of cap on further inspection looks abnormal additional info: rubber on the inside of the tube is deformed one row for abnormal cap, second row for loose cap.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-08-11. H.6. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for defective stopper molding was observed. The customer sample was evaluated by visual examination and the indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of defective stopper molding was not observed. An additional 10 retention samples from bd inventory were evaluated by functional testing, and the issue of defective stopper molding / loose cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective stopper molding. Bd determined that the root cause of the indicated failure mode was attributed to operator error during the manufacturing process. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, the device experienced stopper creep out or loose closure due to a broken cap. The following information was provided by the initial reporter. The customer stated: top of cap white tube looks abnormal. Actions already taken: cap is also loose and inside of cap on further inspection looks abnormal additional info: rubber on the inside of the tube is deformed one row for abnormal cap, second row for loose cap.